Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the handle was still in pre-deployed position and there was no slack on the sutures. The sheath appeared normal. During the investigation, guidewire patency was performed. The guidewire was backloaded and frontloaded without a problem or resistance. The hemostatic valve and exit ramp was checked and was found normal. Based on the investigation findings, the device performed according to specification, therefore, the cause for reported event could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There was no manufacturing or quality deficiency detected that could have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of the left and right femoral artery after an unspecified procedure. Reportedly, it was very difficult to advance a non-abbott guide wire through the prostar xl exit port to remove the device. The guide wire stopped at the area of the hemostasis valve located in the device just distal to the guide wire exit port. The wire was retracted and successfully inserted again with more effort and slight pushing. The second prostar xl device was used in the left common femoral artery and the physician experienced the same issue. Hemostasis was achieved with the prostar xl devices. There were no reported adverse patient sequelae. Though requested, no additional information was provided.